Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4)-incomplete. The exp date is currently unavailable.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was not returned therefore, device is not available for a physical evaluation. This complaint is not confirmed. It was reported that the suture broke. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. A non-conformance search was performed for this part 232447 lot l426680 combination and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is not currently available.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The exp date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in colombia that during an anterior cruciate ligament reconstruction surgery, it was observed that the rgdloop adjustable stnd broke without obvious explanation. According to the reporter, the event occurred after the adjustable rigidloop femoral fixation system was placed to reduce the buttonhole. The patient does not suffer any injury. The event was solved immediately with the use of another equal implant. It was reported that the surgical time was lengthened by approximately 10 minutes. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.